Event description:
A customer reported a cartridge change error with their pump. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pump's cartridge area, ensuring all components were undamaged and free from debris. They guided the customer through the on-screen instructions to complete the loading process successfully. As a result, the customer was able to resume insulin delivery without further issues.